Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/14/2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation confirm a low transmitter battery but did confirm a failed transmitter. The root cause could not be determined. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log was reviewed and a low transmitter battery alert was confirmed. A root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.